Event description:
During an atrial flutter ablation, using a celsius ds 8mm catheter and a stockert ep shuttle generator there was a "pop" in the posterior atrial wall, resulting in tamponade. Patient is alive.